Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2025 and barbed suture was used. The suture was detached from the needle when inserting into the abdominal cavity and it could not be used. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.